Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution recommended a field service engineer (fse) be dispatched onsite to determine the cause of the issue; however, the customer cancelled the case having resolved the problem. Multiple attempts were made to determine how the issue was resolved; however, no information was made available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem or determine the cause. If additional information is received the complaint file will be reopened. H3 other text : the customer cancelled the case.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device does not recognize the battery. No patient involvement reported at this time.